Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 16.3cm was returned for analysis. External insulation abrasion was noted at 11.6-12.4cm from the connector pin, consistent with lea friction tot he ICD can. The etfe coating was abraded at this location. External insulation abraion was noted at 12.0-14.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded and the rv conductor was fractured at this location. The rv conductor was fractured at 2.2cm from the connector pin.

Event description:
It was reported that cardioversion for af could not be performed as the ICD was found to be in back-up vvi mode. Lead anomaly was suspected. Lead was capped.